Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4), description: infinion¿ 1x16 perc lead and splitter 2x8 kits. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial procedure, the patient was having a fever and had to go to the emergency room (ER). The patient had an early lead pull due to suspected infection. The physician believed that there were no signs of infection and it was not device related. The patient was doing well postoperatively.